Event description:
Event description boston scientific, crm received information that this pacemaker was returned for analysis from an unknown source. There is no information to indicate that an allegation has been made against the device. This event was created based on the laboratory analysis. This device is part of the hermetic sealing original advisory population, as described in the physician communication on july 18, 2005.